Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
The complainant alleged while monitoring a 50 year old male patient, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was powered on over night using ac and powered on with battery during the day without duplicating the reported malfunction. Review of the data card used during the reported malfunction did not indicate any discrepancies. Therefore, this investigation is closed as no fault found. It's important to note that the battery used during the event was not returned for evaluation. The customer declined repair of the device, therefore the device was returned and labeled not for clinical use. No trend is associated with reports of this type.